Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/05/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: there was no reason reported for the explant, so the date of event used is the explant date of (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 16.5 diopter intraocular lens (iol) was implanted in the left eye (os) and was later explanted. There was no incision enlargement, vitrectomy, or sutures used. The lens was replaced with a non-amo lens. Reportedly, there was no patient injury or complications and the patient is doing fine post-operatively. No additional information was provided.